Event description:
It was reported that this patient was scheduled for a routine device change out procedure due to normal battery depletion. It was noted that the chronic pacemaker and right ventricular (rv) lead had exhibited low out-of-range pacing impedance of less than 200 ohms. The device replacement procedure was completed as planned and the chronic rv lead was connected to the new pacemaker. The pacing impedance when connected to the new pacemaker was still out of the normal range at 200 ohms. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that this patient was scheduled for a routine device change out procedure due to normal battery depletion. It was noted that the chronic pacemaker and right ventricular (rv) lead had exhibited low out-of-range pacing impedance of less than 200 ohms. The device replacement procedure was completed as planned and the chronic rv lead was connected to the new pacemaker. The pacing impedance when connected to the new pacemaker was still out of the normal range at 200 ohms. This product remains in service. No adverse patient effects were reported. Additional information was received that the patient presented to the emergency room (ER) with complaints of palpitations. Low right ventricular (rv) lead pace impedance measurements of less then 200 ohms were observed. There was rv noise and oversensing detected, during which time it was difficult to determine the noise from the patients cardiac signals. However; before and after the noise, the patient did have an intrinsic rhythm. Boston scientific technical services (ts) advised the health care professional (hcp) to consult the findings with the cardiologist. The device remains in service. No adverse patient effects were reported.